Event description:
It was reported that the home patient (hp) received a system error 2367 on the homechoice (hc) during drain 1 of 4, while the hp was connected. The technical service representative (tsr) had the hp cycle the power in order to clear the alar. The tsr reviewed the proper setup procedures with the hp. The hp was going to setup the hc using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Correction: the second sentence should read "the technical service representative (tsr) had the hp cycle the power in order to clear the alarm." The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.